Event description:
It was reported that female patient who had an initial reverse shoulder implanted on the right side, underwent a revision procedure approximately 5 years post the initial procedure. The patient was doing well until she had spinal fusion surgery in (B)(6) 2025. The surgeon stated the patient had to push herself in and out of bed a lot but had no memory of an exact instance where the poly may have popped out of the humeral tray. Imaging showed tray and sphere articulation, so it was clear the liner had disassociated. Revision occurred and the polyethylene was in fact disassociated with the humeral tray posteriorly. It was pulled out and observation indicated there was some wear on the inferior lip of the poly due to potential scapular notching and on the outside posterior lip portion of the liner, likely due to floating in the joint and rubbing on an adjacent structure. There was no noticeable poly wear on the articulating area of it. The tray was removed, as well as the glenosphere locking screw and glenosphere. The surgeon wound up upsizing to a 42 sphere and constrained liner for additional stability. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return as the hospital won¿t release them. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) 320-01-38 equinoxe reverse 38mm glenosphere. (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6) 320-15-04 - rs glenoid plate r post aug, 8 deg, right. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 531-20-00 - shldr gps rvrs drill kit. (B)(6) 531-78-20 - shouldr gps hex pins kit. (B)(6) 320-38-00 - 145-deg pe 38mm hum liner +0. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11 no device was returned for evaluation; the reported event was confirmed by review of photographs of the device and a CT scan provided. The review identified that although it was not possible to confirm the condition of the shoulder components, it did appear that there may be direct contact between the glenosphere and the humeral tray, which would suggest disassociation of the humeral liner. Images of the humeral liner appeared to show damage around the outer profile and backside of the device which appears consistent with floating in the joint space following disassembly from the adapter tray. In addition, both the inferior and superior lip of the liner, appear to have wear which could have resulted from impingement or floating around in the joint space after disassociation. There does not appear to be any obvious volumetric wear on the articular surface of the liner. The humeral tray appears unremarkable for an explanted component. A review of complaint history determined that no further action is required as no trends were identified. A review of manufacturing data was performed, and no discrepancies were found. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.